Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been rec'd. The pump history was printed at the user facility. The pump history indicates that in 2004, at 1052, line a was programmed in the dose calculation mode with a drug concentration of 0.5mg, diluent 250ml, weight 81kg, a vtbi of 200ml, with a dose of 0.60mcg/kg/min, with a calculated rate of 146 ml/hr, for a duration of 1 hour and 22 minutes, and the delivery was started. At 1108, line a was titrated to deliver a dose of 0.040mcg/kg/min at a calculated rate of 97.2ml/hr and the delivery was started. At 1213, line a was reprogrammed to deliver a drug concentration of 5mg, diluent 250ml, a vtbi of 100ml, a dose of 0.060mcg/kg/min, with a calculated rate of 14.6 ml/hr, for a duration of 6 hrs and 50 minutes and the delivery was started. At 1328 , the pump alarmed for door open while pumping and the device was powered off. Review of the pump history indicates that the pump delivered as programmed.

Event description:
Report rec'd of an overdelivery. The customer contact indicated that the event was the result of an operator error in programming the device. In2004, the pump was programmed to deliver epinephrine 0.5mg/250ml at a calculated rate of 97 ml/hr instead of the intended concentration of 5mg/250ml at an unspecified rate. The physician was notified. There were no reported adverse pt, the physician was notified. There were no reported adverse pt effects. Though requested, no additional info was provided.